Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's drain volume was 4184ml. The fill volume was 2500ml; this meets iipv criteria. Baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has resumed therapy and has not reported any symptoms of overfill. The patient was at the clinic today and is continuing with therapy without any further issues. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The cause for the iipv found in the logs was determined to be insufficient drain - false empty detect / use error as the initial drain alarm setting was inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).